Manufacturer narrative:
D6a: implanted year 2019; specific date unknown d6b: explanted year 2020; specific date unknown the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's initial knee procedure was performed in 2019 and was revised approximately a year later in 2020. Patient suffered from a swollen knee after their knee implant surgery. No further information available.